Manufacturer narrative:
Additional information: four cds containing procedural images were returned for analysis. In-stent restenosis was visible in a previously deployed stent. Multiple stents were visible with the vessel, the dislodgement of the undeployed stent from the stent delivery system was not captured however the dislodged stent was identified in proximal portion of the deployed stents and was removed with the use of a snare. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: delivery system and dislodged stent were returned the stent was not present on the balloon and dislodged off the delivery system. Deformation was evident to the dislodged stent. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. No deformation was noted to the distal tip. No damage was noted to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: lesion with 99% stenosis. There was also timi-3 flow in the vessel. The devices were inspected before use. Negative prep was performed. The lesion was pre-dilated. Excessive force was not used during delivery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous lesion located in the distal left anterior descending (lad) artery. The devices did pass through a previously deployed stent. Resistance was encountered when advancing the devices. It was reported that stent dislodgement occurred during removal following failed delivery. It was stated that the dislodged stent was removed using a snare. It was stated that two operators (4th year fellows and 2nd day operators), under the supervision of the attending physician, implanted a long non-medtronic stent to the proximal/mid lad overlapping previous implanted stents placed in the same anatomy in a previous procedure. This non-medtronic stent was placed because the patient was suffering from in-stent restenosis. After implantation of this non-medtronic stent, an occlusion occurred in the distal lad. An attempt was then made to implant a resolute onyx 2.0 x 12mm stent into the distal lad to fix the distal occlusion of the lad. After insertion of the stent distal to the non-medtronic stent in the lad, it was decided to pull the stent out and utilize a longer stent, a resolute onyx 2.0. X 18mm stent instead. Upon removal of the undeployed 2.0 x 12mm onyx stent, the onyx 2.0 x 12 stent had caught onto the non-medtronic stent and the onyx stent dislodged from the balloon, however this was not observed at the time. Upon attempting to then implant the onyx 2.0 x 18mm stent, it was noticed that the stent would not pass through the previously deployed non-medtronic stent located in the proximal/mid lad. It was noted that the anatomy of the lad was moderately tortuous as it bent off away from the ramus. After some time of trying to advance the 2.0 x 18mm onyx stent through the non-medtronic stent, it was decided to pull the stent out. It was then noticed that both stents had been dislodged from their respective balloons inside the lad and a snare was then used to snare the two resolute onyx stents out of the patient. After the stents were removed, it was noted that the distal lad occlusion had corrected itself, and was no longer occluded. The patient is doing well and no further injuries were reported.